Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is between jan 28, 2026 and june 24, 2026. Section d6b. If explanted, give date: unknown, information not provided. Section e1 email address: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported halo, glare and dysphotopsia) section h6: health effect - clinical code: 2140 - visual disturbances ( this code is used for the reported glare surgical intervention required & visual disturbance- dysphotopsia- requiring surgical intervention ) attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from the patient¿s left eye due to dysphotopsia, including halos and glare. No patient or user harm reported. No further information was provided.